Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Blemish due to image intensifier. Based on input from the customer's physicists, the blemish was not deemed as an issue in system use and additional service is not required. Service call was closed.

Event description:
It was reported that the image quality on the 6600 system is poor (fuzzy blemish on the image). There was no report of pt injury.